Event description:
IV tubing was cracked at the y-site and IV ntg leaked out of the crack, instead of infusing into the pt. The PICC line backed up with blood and insulin and ns, which were infusing into the same line, also leaked out of the crack in the tubing. The tubing was new, out of the package.